Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported device failed leak test over 160 waveforms were not correct and device was not alarming during testing. There was patient involvement. It is unknown if the patient was harmed at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
Date recv'd by MFR: 14apr2020. There was patient involvement but no patient impact reported. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed leak test over 160 waveforms were not correct and device was not alarming during testing issue. The customer checked the unit and stated that when they ran the unit on a test orifice the wave forms go flat after about 10 seconds. The fse advised customer that the wave forms will be much more like normal if they run the unit on a test lung as the test lung offers the ventilator feedback such as a patient would versus the test orifice and with current settings the unit should not be alarming with test orifice or the test lung. The fse remotely asked the customer if the patient had any facial features that would have resulted in leaks. The customer did not know. The fse advised to perform performance verification test (pvt). The customer reported that they ran the pvt and the unit passed successfully. Customer suggest that the issue may have been with the patient interface. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.